Event description:
Customer cited low readings when compared to a lab comparison. The results when plotted on a clarke error grid fall onto the b/c/e line, which is considered to be clinically significant. There was no report of death or serious injury. Medical intervention was not required. There is no info about technique or type of lab comparison.